Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01628.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system jet7 kit and a velocity delivery microcatheter (velocity). It was reported that the patient¿s anatomy was tortuous and tough aortic arch. During the procedure, the physician advanced the velocity with a non-penumbra stent retriever device to the target vessel using a penumbra system jet 7 reperfusion catheter (jet7). The physician then completed three passes and removed the system. While attempting to re-advance the jet7 using the stent retriever device for anchoring, the physician experienced resistance, and the jet7 would not advance. Subsequently, the jet7 kinked, and therefore, the system was removed. The physician then made an additional pass using a penumbra system ace 68 reperfusion catheter (ace68) with the same velocity and stent retriever device. While attempting to re-advance the velocity with the ace68 and stent retriever device to complete another pass, the physician had difficulty advancing the velocity around the ophthalmic artery, and the velocity became ¿unresponsive.¿ therefore, the entire system was removed. The procedure was completed using the same ace68 and stent retriever and a penumbra system 3max reperfusion catheter (3maxc). There was no report of an adverse effect to the patient.